Event description:
Nellcor puritan bennett received a report on 11/1/2005 from a medical supply company that a unit has no audio. It was stated that there were no audio alarms or post tones. No patient harm reported.

Manufacturer narrative:
The unit has been requested to be returned from the customer for evaluation.